Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol kugel hernia patch and bard soft mesh on (B)(6) 2014 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard soft mesh (device #2). An additional emdr was submitted to represent the bard/davol kugel patch (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol kugel hernia patch and bard soft mesh on (B)(6) 2014 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 ¿ patient was diagnosed with the sliding left inguinal hernia thereby underwent open repair with the implant of kugel mesh (device 1). Per op notes, ¿hernia was identified. The kugel mesh (device 1) was placed superior to pubic rami and secured to transversalis fascia using sutures.¿ (B)(6) 2017 ¿ patient was diagnosed with unilateral recurrent left inguinal hernia thereby underwent open repair with the implant of bard soft mesh (device 2). Per op notes, ¿hernia was located. The old mesh (device 1) had migrated medially below the rectus muscle. The bard soft mesh (device 2) was placed preperitoneal space and secured to transversalis fascia using tacks.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2016) is considered to be a best estimate. This supplemental emdr represents the bard/davol - bard soft mesh (device 2). An additional supplemental emdr was submitted to represent the bard/davol - kugel patch (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.